Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. System logs were analyzed by software engineering. Logs provided no additional insight regarding the unresponsive application.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that hat the spine software became unresponsive after they had completed a procedure. A hard shut-down restored normal function. No further details regarding the behavior were provided. There was no patient present when this issue was identified.